Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value unknown. Troubleshooting was not performed. The customer stated that the insulin pump had broken at reservoir connection and it misses the plastic transparent guard and the o rings connection with reservoir compartment broken and ring was missing. The device will not be return for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test.